Event description:
Device 3 of 5. Reference MFR report #s: 1627487-2012-05578, 05579, 05581 and 05582. It was reported, the pt has had an ongoing staph infection since being implanted. The pt's scs system was explanted because, the infection had gotten worse. Allegedly, the infection was not product related. The pt is treating the infection with antibiotics and is doing much better.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.